Manufacturer narrative:
Device evaluation: one smiths cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification. No problems were found with the delivery accuracy of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump in use for pulmonary arterial hypertension under infused. Per the reporter, the patient noticed more medication in the cartridge than usual and that their pump was infusing a lower dose. Subsequently the patient switched to their backup pump. It was reported that the medication was administered continuously via a subcutaneous route. It was reported that the patient experienced changes in their breathing. No additional adverse patient effects were reported.